Manufacturer narrative:
This x-ray system was installed in 1982. At the time of the incident, the collimator was replaced. System dates back prior to ge merger/acquisition. Ge is verifying 510k number.

Event description:
It was reported that the collimator detached and fell. No injury was reported. A serious injury could result if the collimator were to contact the pt or operator.